Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer was unable to pull medications for a patient. The customer also mentioned that this was a new site with a new machine that had just gone live recently, and this was the first patient for whom they attempted to pull medications. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was unable to be pulled for the station. A technical support specialist (tss) dialed in to the server, logged in to the pharmacy enterprise server, and confirmed that the patient had already been discharged. The tss checked the facility formulary and compared the configuration of the reported medication with another medication, finding no issues. The tss then accessed the device, reviewed the inventory for the medication, and compared it with the pharmacy enterprise server inventory, confirming that the quantities matched. The tss verified the device activity records and noted that no errors had occurred during the relevant period. A comparison of the medication configuration with another facility showed no misalignment. The tss continued the investigation, provided the recommended resolution steps to the customer. The system functioned after the technical support specialist investigated the device.